Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (does not power on) has been confirmed. As received, the charger/modem lcd display was blank. Upon evaluation, the charger/modem exhibited a failure at bga components u102 and u105 on ca board. The root cause for the lcd display problem was bga failure on u102 and u105. No adverse event resulted from the defective charger/modem.

Event description:
A us distributor contacted zoll and reported that sn (B)(4) charger/modem would not power on.